Manufacturer narrative:
The information provided by the customer and the sbc is evaluated as plausible. The customer reported the ceramic tip of the inner sheath to be broken. During their inspection, the service business center (sbc) confirmed the reported issue. Furthermore, the sbc found a sealing ring to be damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: damaged insulation insert: based on the damage pattern, we assume that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. Damaged sealing ring: the reported issue was most likely caused by wear and tear and wrong handling by the user. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A damaged sealing ring is very likely to cause the inner sheath to leak. This issue is addressed in the instructions for use (IFU): properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a ceramic tip break. The issue was found during reprocessing. There was no procedure involved and there were no reports of patient harm.